Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced a stoma site infection and was treated with unknown oral antibiotics. On (B)(6) 2017, the patient reported there was cloudy, yellowish drainage at the stoma site. On (B)(6) 2017, it was reported that the cloudy, yellowish drainage had improved.